Manufacturer narrative:
No blank display noted during testing. The esc and act buttons were unresponsive due to corroded keypad traces. Displacement test was performed and operating currents weren't verified due to the keypad anomaly. The device had cracked reservoir tube lip, minor scratches on the lcd window, cracked reservoir tube, and cracked reservoir tube window.

Event description:
Customer reported via phone, he feel and the insulin pump had blank display. Customer's blood glucose was 271 mg/dl. Injury wasn't diabetes related. Customer also noticed the device had two small cracks outside of the reservoir compartment. Damage occurred when customer fell and the device was bumped. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. He agreed to return the device for analysis.